Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced pressure sensor board for error code 354.6770, front cover, rear case, barrel clamp and left/right iui(inter-unit-interface) connector. Performed unit calibration. Based on the findings, service determined the reported issue was due to pressure sensor electrical failure. Device history record: a review of the device history record showed the device had a manufacture date of 23apr2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. There was no patient involvement.